Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). It is unknown at this time if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment on implant site #19 became loose for the second time.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4109, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 4315. One (1) abut contour 4.5x5.5 1mm cuff (zoa451s) was returned for investigation. Visual evaluation of the as returned product identified the abutment has a crown attached. The abutment fractured at the hex region. Based on the evaluation, the loosening could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product holds against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (zoa451s) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing to recreate the reported events could not be performed due to the nature of the device and event. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are failure to torque screw to specification, excessive loading on abutment/implant assembly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.